Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient called in stating their stitches ripped and they are going to the emergency room. To the clinical specialist's knowledge, the patient did not receive any medical attention in the emergency room. The clinical specialist sent in an update stating the patient was evaluated by the physician's office. The sutures are intact and the patient still felt stimulation with minimal increase.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient called in stating their stitches ripped and they are going to the emergency room. To the clinical specialist's knowledge, the patient did not receive any medical attention in the emergency room. The clinical specialist sent in an update stating the patient was evaluated by the physician's office. The sutures are intact and the patient still felt stimulation with minimal increase.